Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 1081 mg/dl at the time of the event. The customer was treated with the intravenous insulin infusion drip and the hospitalization overnight stay and the customer experienced symptoms of diabetic ketoacidosis. Troubleshooting was performed and found that the insulin pump was used within 48 hours. It was also found that the auto mode feature was not active at the time of the event. No further patient complications were reported. The customer will continue the use of the insulin pump and returned for analysis.

Manufacturer narrative:
(B)(4). S.w version 4.11e, retainer ring = black, case type = ngp. Customer returned insulin pump for an alleged malfunction and was hospitalized for high bgs and dka found on (B)(6) 2022 (per ss event date). However, the customer's note stated the customer was hospitalized for high bgs and dka found on (B)(6) 2022. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08715 inches. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of (B)(6) 2022, there is no unexpected alarms/suspends noted and found bolus delivery of daily total of bolus insulin delivered = 5.5 u. (B)(6) 2022 14:58:44.000 normal bolus delivered. Normal bolus amount programmed = 5.5 bolus amount delivered = 5.5 in further full review of the pump history/traces on the event date of (B)(6) 2022, there is no unexpected alarms/suspends noted and found bolus delivery of daily total of bolus insulin delivered = 5 u. On (B)(6) 2022 23:57:02.000 normal bolus delivered. Normal bolus amount programmed = 5 bolus amount delivered = 5 the pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.7 mv). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a stained keypad overlay, a pillowing keypad overlay, a scratched case and a serial number label fading. The pump passed all the required testing. Unable to verify customer alleged for high bgs and dka. The force sensor is within specification and the motor functioning properly. Pump malfunction was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.